Event description:
It was reported by service report that there is no power to the bed's auxiliary outlet. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Blown fuse in auxiliary outlet.